Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter also sent report to FDA is unknown, no information provided to date.

Event description:
It was reported that the pump failed calibration. There was no report of patient injury.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the manufacturer's seal was intact upon receipt. Functional evaluation included calibration testing which failed. Results: the customer reported problem was duplicated during the investigation as both the downstream and upstream occlusion sensors failed to operate as intended. Error codes were not found in the event history log. Root cause of the reported problem would be attributed to the downstream occlusion failure as the device failed to complete the calibration tests. Additionally, the upstream occlusion sensor failed to operate as intended. Both the downstream and upstream occlusion sensors will be replaced. A manufacturing device history review DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.